Event description:
It was reported that while using the versatile hip program leg length reading on the navigation screen did not appear to match the length clinically. There was no patient impact, or significant clinical delays.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that while using the versatile hip program leg length reading on the navigation screen did not appear to match the length clinically. There was no patient impact, or significant clinical delays.